Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: bad cable unit connector and cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image when the camera was connected to multiple machines. The issue was identified during preparation for the procedure. There were no reports of patient harm.

Event description:
It was reported, that the subject device had no image when the camera was connected to multiple machines. The issue was identified, during preparation for the procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.